Event description:
A report was received from the affiliate indicating that approx eight months post cypher stent implant, the patient complained of chest pain. Coronary angiogram was conducted and 90 percent restenosis was observed at the distal edge of the 2.5 x 28mm cypher stent implanted at the mid left anterior descending (lad) coronary artery. Sixteen days later, percutaneous coronary intervention (pci) was conducted. Pre-dilation was not conducted. A 2.5 x 18mm cypher stent was deployed at 20 atm for 30 seconds via direct stenting at the distal edge of the 2.5 x 28mm cypher stent at the mid lad overlapping the previously implanted stent. Post-dilation was conducted with a 3.0 x 12mm balloon at 22 atms. Inflation time is unk. The residual percent of stenosis was 0%. The patient was in stable condition. The previously implanted cypher stents as part of a clinical study remain patent.

Manufacturer narrative:
In 2006, a coronary angiogram was performed and stenosis was observed at mid and proximal lad. There was 99% stenosis at both lesions. To treat the stenosis at the proximal side, pre-dilation was conducted with a 2.5x20mm balloon at 12 atms; inflation time is unk. A 2.5 x 28mm cypher stent was implanted at the target lesion of the mid lad at 22 atms for 30 seconds. Post-dilation was conducted with a 3.0 x 13mm balloon at 12 atms; inflation time is unk. Then, to treat the stenosis at the proximal lad, predilation was conducted with a 3.0x13mm balloon at 18atms; inflation time is unk. A 3.5 x 13mm cypher stent was deployed at 18 atms for 30 seconds at the proximal stenosis overlapping the first implanted cypher stent (25x28mm). Post dilation was not conducted. The residual percent of stenosis was 0%. The previously implanted cypher stents as part of a clinical study remained patent. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.